Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a significant variation in pacing impedance measurements between 250 to 750 ohms. A revision procedure took place and the rate/sense portion of the lead was surgically abandoned. A new rv rate/sense lead was successfully implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.